Event description:
It was reported to philips that the device is failing its electrical safety test (est) and the battery compartment and the charging compartment are making clicking noises. There was no patient involvement.